Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and hydrocodone at an unknown concentration and dosage via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient had experienced a volume discrepancy; the actual volume was 9ml and the expected volume was 4ml. The caller stated that she thought the volume discrepancy may be due to the patient's personal therapy manager (ptm). It was reported that since the last time the patient's pump was refilled in (B)(6) 2018 sometimes when the patient tries to use the ptm to get a bolus, he will push the button and nothing happens, then the patient would again push the button and the ptm would beep and deliver a bolus. It was suggested to the caller that the ptm was likely a separate issue and that if the patient continued to experienced issues with the ptm to call back for further troubleshooting. No symptoms were reported. It was noted that the patients previous pump was replaced due to normal battery depletion. Additional information received from a healthcare professional (hcp) reported a volume discrepancy occurred where the actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 13 and the erv was 9.3. It was reported the hcp had questions on the patient's volume discrepancies. It was noted that the hcp took over the patient's pump management about a year and a half ago. It was stated that at every refill the hcp pulls about 4 to 5 ml over what they are expecting out of the pump. The hcp was asking why. Underinfusion was reviewed. Consideration that could have occurred prior to taking over the pump was reviewed and told the hcp to continue to monitor. No symptoms were reported. No further complications were reported/anticipated.